Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. "It was caused due to the connector plug worn out. Evaluation summary in addition, we confirmed that the ccd module defect, and the bending rubber leak; however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
The electrical connecting pins on the lg-plug are leaky. There was no report of patient harm. The time of event is unknown.